Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the leak was coming from the probe wipe block. The fse adjusted the probe wipe block and cleaned the needle area and rocker bed sensors. The fse indicated that tubing for pinch valve (pv) 35 (probe vacuum), pv42 (probe clean), and pv44 (flush upper) seemed to be causing another leak and were also replaced. Following the repair, no evidence of further leaking was observed. The cause of the primary leak was the probe wipe block requiring adjustment. The cause of the secondary leak was the tubing at pv35, pv42, and pv44. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the rinse cup of the coulter lh 500 hematology analyzer was leaking in manual (secondary) mode. The volume of the leak was approximately 1ml and was contained within the instrument. The instrument did not generate any error messages or flags associated with this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death or injury associated with this incident.